Manufacturer narrative:
Follow up #1 submitted: 05/28/2013, device evaluation: review of the black box and download history revealed multiple ¿loss of prime¿ warnings due to zero force as well as ¿no cartridge detected¿ warnings on the date of the reported failure. On testing, the pump powered on normally. During the load step, the pump failed to recognize the insulin cartridge. The pump was opened for investigation and revealed moisture ingress inside the pump. The force sensor assembly had no evidence of damage; however, corrosion was observed on the force sensor assembly. The force sensor was noted to be out of specifications for resistance. Recall #2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that the pump alarmed for loss of prime and when the patient changed out the cartridge, the load step dispensed insulin through the tubing. The reporter confirmed that the patient was not attached during this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.